Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-25. H6: investigation summary: fourteen open 32g x 4mm pen needle samples were returned from lot. No. 0147031 cat. No.320658. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on twelve samples. A clog test as per tp700483 was carried out on the remaining two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer reported that when trying to prime the syringe plunger the insulin does not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer reported that when trying to prime the syringe plunger the insulin does not come out.